Event description:
The advocate stated her husband received a blood glucose reading of 277mg/dl on the contour meter at 5:41pm. His insulin intake was based on the reading. At 7:00pm he experienced hypoglycemic symptoms, re-tested on the contour and received a reading of 33mg/dl. No additional information was provided about the incident. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.